Event description:
Report received of safeset port coming out of pressure monitoring kit. Report received from abbott italy states: "the blunt cannula could not penetrate the gum easily. Therefore the cap detached itself and blood came out. No harm to pt." Additional info received from affiliate for clarification of complaint states: "the word is gum, perhaps an even better description might be para rubber. The customer complained that the blunt cannula doesn't easily penetrate the para rubber; subsequently, the cap is detached and when the blunt cannula is taken out, it goes with it provoking a leakage of blood. The hosp attendant didn't report any harm to a specific pt/operator, but that the malfunction prevented a clean use of the kit." No further info is available.